Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-sep-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a change in stimulation and was unable to achieve pain relief. The patient denied any falls or injuries that may have led to the issue. The neurosurgeon did repeat x-rays to confirm the lead placement. The lead had migrated and a lead revision occurred on mar-26. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.